Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that, during patient use and transportation, the ventilator froze and could not be shut down. The patient was transferred to another ventilator without harm.

Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. When the ventilator was powered on, the display screen was black and the device failed the power on self-test (post). The single board computer (sbc) printed circuit board (pcb) was removed and visually inspected. A broken component was found. During inspection, a scratch in the display screen was also found, which may cause post issues. The sbc pcb and the display were replaced. The device passed all testing. The reported malfunction could not be duplicated.

Manufacturer narrative:
(B)(4). The ventilator was received for evaluation and repair. The display remained blank after power cycling, and failed power on self-test (post). The service engineer (se) replaced the single board computer (sbc) printed circuit board assembly (pcba) as it was found to have scratches. The customer reported complaint was verified.